Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflammation of right cornue") and ovarian cyst ("cystic area in right ovary"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, uterine inflammation and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:ovarian cyst, pelvic pain and uterine inflammation amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4) (bus-2019-us-044741), (B)(4) (bus-2019-us-075024 ) and (B)(4) (bus-2019-us-072216 ) duplicates of each other. All the information from the deletion case (B)(4) and (B)(4) was transferred to retention case (B)(4) . Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine inflammation ("inflammation of right cornue") and ovarian cyst ("cystic area in right ovary"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, uterine inflammation and ovarian cyst outcome was unknown. The reporter considered ovarian cyst, pelvic pain and uterine inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:ovarian cyst, pelvic pain and uterine inflammation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.